Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that the device had been implanted for less than one year and the physician had told the patient the device only had a useful life of nine months remaining. The device has suspected early battery depletion and was expected to be explanted and replaced. No patient complications have been reported as a result of this event.